Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the plunger was removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a moderate calcified left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of the first device was successfully pre-placed. Reportedly, the second device attempted had no suture present when the plunger was removed. A new device was successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. The sutures of the pre-placed devices did not achieve adequate hemostasis, it is believed it was due to calcification. A 12f sheath was inserted to assist with bleeding. A cut down was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.